Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an idiopathic ventricular tachycardia (idvt), the signal noise occurred on all the channels, including the 12 leads of bs ecgs and all ic (intracardiac) recordings on both carto and ep recording systems at the same time. The I/c out cable was exchanged and the system was rebooted without success. Each catheter was unplugged one at a time (ablation catheter, ref/deca and then quad b). The noise went away when the quad b catheter was unplugged. The cable for the quad b was then exchanged with a new cable and the noise did not return to either the recording system or the carto 3 system.